Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying an alarm (unspecified), and the device was not "triggering" during operation. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying an alarm (unspecified), and the device was not "triggering" during operation. The customer specified that the device was not triggering when the patient was inhaling. During troubleshooting, the rse had the customer check the event log; however, no error codes were found. The rse then requested additional information regarding the settings on the device. It was reported that the device had avaps, cflex, and ramp; it was then reported that there was no "autotrak plus". The rse advised the customer to perform a trigger test along during performance verification test (pvt). The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were performed on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event. It could not be confirmed if the recommended instructions were performed by the customer, and it could not be confirmed if the device was returned to service. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.